Event description:
After processing and steam autoclaving of a pair of internal defibrillator electrodes the sterile processing technician noted separation of the thermoplastic electrode insulation from the top of the metal electrode. The electrode is a removable threaded spoon which comprises of a molded thermoplastic insulation shielding. The electrode was estimated to be in its 50 or 60th processing cycle. The electrode was rated by the manufacturer to be able to undergo 100 sterilization cycles. The electrode does not have any identifying information on the device to record or determine number of cycles. Additional electrode inspection noted additional separation of the thermoplastic insulation for the metal surface. This report is addressing 6 sets of 2.7" discharge paddles with one or both with thermoplastic separation. This report is in addition to a medsun report involving a 1.0" pediatric set with same failure.manufacturer response: the manufacturer stated internal paddles should be replaced at 100 sterilization cycles. The facility informed the manufacturer that electrodes are not numbers or identified to determine accurate processing cycles. The facility determines, based on inventory and number of cardiac cases that electrode have been processed between 50-60 cycles. The facility contends that electrodes are exhibiting a manufacture defect in allowing the insulation to separate from the metal electrode. Six electrode sets are being provided to the manufacturer to analyze.